Event description:
I had essure placed back in 2010. Roughly 6 months after the procedure, I started to have symptoms arise. I have always suffered from migraines, maybe once a week. After essure, headaches became an every day event! I have severe abdominal cramps, they started out a few times a month and have progressively gotten worse. I am now suffering everyday with debilitation abdominal pain. I have anxiety that is new in last 4 years, my bp is elevated, my memory is lapsing, I have extreme difficulty sleeping, severe back pains and bouts of dizziness and floaters. I had an appointment today where pap was done and some labs and ultrasound scheduled for tomorrow. Anxiety and fear have kept me from going to doctor until now. I am at a point where it is affecting my quality of life and ability to do all the things mothers do, and to just simply live my life. I have been eating ibuprofens like crazy just to be able to get out of bed! I have a feeling that this is going to be a long journey to recovery. Doctors are dismissing my symptoms and swearing that there is no possible way that essure could be responsible for all of my symptoms and it isn't even a definite that I am actually experiencing ovary pain! Seriously they wanted to write me a script for bp and birth control pills, but never once offered some sort of pain management to help me until this is figured out. Doctor even accused me of purposely overdosing myself when I admitted to taking 32 200 mg ibuprofens on really bad days! I just can't believe the lengths professionals will go to have to keep from admitting that they, or "big pharma", may have made a mistake! These are people's lives, mothers for god's sake! They are not being taken seriously and essure is still being placed, even with countless testimonials from victims and medical professionals about the amount of severe side effects women are experiencing makes me so sad. I have contacted a lawyer and am scheduling for a second and third and fourth opinion if I have to until I get this figured out. There is one thing I know for certain, my health and quality of life has been spiraling down hill since this procedure has been done. This needs to be made right. It's simply not fair that women's lives are being put on the line to pad the pockets of "big pharma".